Event description:
Removal of midurethral sling mesh. Patient underwent a mini arc sling in 2009. She now complains of dyspareunia as well as pelvic pain. She did not have incontinence before the sling and currently has none as well. On exam, there is tenderness to palpation along the sling especially in the right and mid urethra. She also has tenderness elsewhere. Due to the tenderness at the sling location, it was recommended to remove the sling and she agreed.